Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2026, the patient experienced a leaking infusion site event after noting blood and insulin at the site. The patient had elevated blood glucose, with readings of 255-270 mg/dl, and reported symptoms of hyperglycemia, irritability, and malaise. The patient replaced the supplies, and insulin delivery resumed successfully. No further information available.